Event description:
On may 20, 1997, elekta learned of a fixation drill breakage during attachment of a stereotactic frame to the patient's head. The representative from the hospital was unable to provide co with any details regarding the incident. Subsequent contact with the hospital revealed that the patient was undergoing a pallidotomy. During the case, the patient underwent a routine MRI which revealed an artifact on the right forehead. The surgeon called the or, and was informed that one of the drill bits appeared shorter than the others. An x-ray was taken, which confirmed a small metal piece on the right forehead drilled area. The surgeon drilled a 6.5mm burr hole for facilitating retrieval of the fragment and performed a post procedural MRI. The fragment was successfully retrieved, no complications resulted, and the pallidotomy was completed. Patient condition is satisfactory. The company has been unsuccessful in retrieving the product from the hospital for analysis and investigation.